Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not alarm in the case of an obstruction and that it adjusted to a lower infusion volume. Reporter stated the issue occurred at the start of the infusion, and that after the pump was replaced. There was no patient involvement or harm.